Manufacturer narrative:
The aquabeam motorpack was returned for investigation. Upon visual inspection, it was observed that fluid ingress was present on the aquabeam motorpack connection port, providing evidence that the reported e22 motorpack error code was triggered due to fluid. The cause of the reported e22 error code is fluid ingress. A review of the device history record (DHR) for aquabeam motorpack lot number 22c01928 and ab2000/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. A review of the log files for this procedure could not be conducted as they were not provided. Three good faith efforts (gfe) were made to obtain the log files without success. If the log files are made available in the future, then this complaint will be reopened to conduct such a review. The current user manual um0101-00 rev. F, aquabeam robotic system user manual, us, english was reviewed. Table 5: system detected errors and faults. E22 motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Component code = 4756 - motorpack, a reusable component of the aquabeam robotic system. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during procedural setup, the aquabeam system displayed 'e22 - motorpack error' during jet alignment. Three (3) aquabeam handpiece replacements were attempted to troubleshoot, but the e22 error persisted. The aquabeam motorpack unit was then replaced; however, the replacement aquabeam motorpack was also not functioning properly. Due to the inability to resolve the issue, the treating surgeon decided to abort the procedure. There were no adverse health consequences to the patient due to this event.